Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 160 mg/dl. The customer reported that the screen went black, and upon added battery changed screen did not return. The troubleshooting and was advised to insert new (B)(6) battery and display returned after pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery connector not plugged in properly. Battery connector was plugged in properly and unit powered up properly.